Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a lca rupture-lca reconstruction, an acufex trunav retrograde drill´s cutter broke the cutting end inside the patient´s femur, remaining 1 cm deeper. Surgery was resumed after the necessary delay in order to remove the broken tip of the bur, with a back-up device. No further complications were reported. No further information available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of clinical states the requested clinical documentation has not been provided. According to e-mail correspondence, no further information is available. Therefore, there were no clinical factors found which would have contributed to the event. The impact to the patient beyond the surgical delay cannot be determined. No further clinical assessment can be rendered at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.